Event description:
It was reported that the ilet pump became locked and then failed to complete a firmware update, with the update halting and pairing issues occurring after an interrupted installation; the trainer and user performed troubleshooting including restarting the ilet from the mobile app, forgetting and re-pairing the device, rebooting the phone, toggling wi-fi, and planning to delete and reinstall the app. Symptoms included no adverse clinical effects reported. Outcomes included restoration of pump access and re-establishment of pairing, with the firmware update remaining stalled at a partial progress point during follow-up. Investigation included technical support guidance and user-led troubleshooting actions. Investigation of this case revealed an apparent software update fault and connectivity difficulty that impeded completion of the firmware installation. It was concluded that the event was related to a software/firmware update interruption with subsequent pairing instability, with no reported patient harm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.